Event description:
When the surgeon tried to use the clip applier it kept getting jammed. Another endo clip was opened and worked, no patient harm.manufacturer response (as per reporter) for endomechanical device, endoclipiii: will arrange to pick it up.

Event description:
When the surgeon tried to use the clip applier it kept getting jammed. Another endo clip was opened and worked, no patient harm.manufacturer response (as per reporter) for endomechanical device, endoclipiii: will arrange to pick it up.